Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 bd syringe 1ml ls 25ga 5 /8in tb ptk had a broken plunger rod. The following information was provided by the initial reporter: "it was reported that were found units with a defective piston rod are detected, preventing an adequate dosage, because the product could not be used in the production process."

Manufacturer narrative:
Two photos received by our quality team for investigation. Upon visual evaluation, it is possible to visualize an inclination of the plunger rod at the exit of the flange, however physical samples are necessary to carry out a visual inspection in detail and perform functional tests. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that 3 bd syringe 1ml ls 25ga 5 /8in tb ptk had a broken plunger rod. The following information was provided by the initial reporter: "it was reported that were found units with a defective piston rod are detected, preventing an adequate dosage, because the product could not be used in the production process.".